Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer performed a pump reset clearing the alarm. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.